Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, foreign substance was found on the iol. According to the information provided the foreign substance was noted on the iol while in the eye. The procedure was completed. Additional information has been requested.